Event description:
Patient samples were run in duplicate on both the immulite 2500xpi (using insulin lot# 193) and the immulite 2000 (using insulin lot#308). Results from both systems were compared and precision issues with immulite 2000 insulin lot#308 were observed. No results were reported to the physician. There are no reports of adverse health consequences or patient intervention due to the insulin results.

Manufacturer narrative:
The immulite 2000 insulin imprecision is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
The 510(k) number has been corrected: k022603.

Event description:
Patient samples were run in duplicate on both the immulite 2500xpi (using insulin lot# 193) and the immulite 2000 (using insulin lot#308). Results from both systems were compared and precision issues with immulite 2000 insulin lot#308 were observed. No results were reported to the physician.there are no reports of adverse health consequences or patient intervention due to the insulin results.

Manufacturer narrative:
(B)(4) 2012 additional information:the immulite 2000 insulin imprecision on lot#308 has been investigated by siemens.siemens has determined that the cause of the immulite 2000 insulin imprecision on lot# 308 is due to a reduction in the concentration of the insulin bead coat antibody (raw material).siemens became aware of the additional information on 03/28/2012.the device is runing within specification.no further evaluation of the device is necessary.